Manufacturer narrative:
The reported adverse is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previously product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. No ocular inspection of the returned product is therefore deemed necessary. There are no indications that the reported issue is related to any device failure. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue are common complications with baha implants. Issues are usually transient and can often be resolved with clinical case management or will disappear by itself without intervention. The report frequency for these complications is being monitored according to cbas complaint and MDR data monitoring plan and the status is updated in quality reports on a regularly basis. This event is added to this monitoring. (B)(4).

Manufacturer narrative:
This report is submitted on november 9, 2017, by cochlear ltd. (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth and infection with granulation at the implant site. Subsequently, the patient was treated with topical antibiotics, topical steroids and anti-inflammatory injections at the implant (treatment dates not reported).